Event description:
It was reported that the pump's wake button was difficult to press and operate, causing interruptions in adjustments and functioning as prompted. Additionally, the touchscreen was occasionally unresponsive and would lock or shut off before the customer finished inputting information, hindering the completion of a bolus and requiring the pump to be unlocked to restart the process. The customer had to charge the pump more frequently to avoid shutdowns, with the pump's battery going down to 65-70% daily. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.